Event description:
The occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt and the occlusion balloon was inflated to occlude the vessel. The occlusion balloon then deflated during the procedure unexpectedly. The device was removed and replaced with another to complete the case.